Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/18/2024. An investigation was conducted on 06/25/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. The harvesting device was returned inside the cannula port. The clear silicone insulation of the jaws and heater wire were observed to be intact with no visual defects. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The c-ring wire was observed to be bent, causing the c-ring to come straight out of the cannula, rather than at an angle. The harvesting device was inserted into the cannula port and it was observed that the c-ring was in closer proximity than normal to the jaws. Based on the returned condition of the device, the reported failure "break; c-ring", as well as the analyzed failure "material deformation; c-ring wire", was confirmed. Specific actions for the reported and analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.¿ the lot # 3000388588 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure break; c-ring as well as the analyzed failure material deformation; c-ring wire. CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula¿.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring broke. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm.